Event description:
It was reported that on (B)(6) 2022, patient underwent a hand surgeryprocedure, fusion 2nd pip joint. The 3.0mm cannulated headless compressionscrew head broke off. Cut screw off flush with outer cortex. Screw was left in thecanal. Head of screw was removed. Screw was left in patient broken. Surgeonfelt that enough compression was achieved to make the case successful. Moretime was required to cut the screw and grind it down flush with a bur. Fragmentswere generated and was removed. The procedure was completed successfullywith a surgical delay of 20 minutes.

Manufacturer narrative:
Historical data review on the part number did not reveal any capas or non-conformances related to the complaint event. There are no other complaints on record for this part number. Although the screw head appeared to have broken off, the surgeon felt that enough compression was achieved to make the case successful. There is no lot information provided therefore, a device history record was not performed. As there is no further information provided the root cause is indeterminate.